Manufacturer narrative:
Software analysis could not determine probable cause as the reported behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), three registrations attempts could not be completed on the navigation system. It was noted that the non-invasive patent tracker (nipt) was adjusted pm the 3d model in the application software. The fourth registration attempt was able to be performed on the navigation system and passed. Additional registration points were added on the tip of the nose, nasion and columella. The registration points added imprecision from the nasion and columella points, which were subsequently removed. The site then opted to continue with the procedure. Once navigating, a malleable suction was noted to be inaccurate though the straight suction being used was accurate in the application software. There was no observable metal interference in the navigation field when the issue occurred. A second malleable suction was opened and used temporarily as an additional imprecision was observed with the suction as well as the previously accurate straight suction. The anesthetist then noted a temperature probe along the patient's airway tube that had a potential coil, removing the probe did not restore precision. The side emitter being used than then repositioned, without resolution. A new registration was performed, however the issue at the beginning of the procedure persisted. Additional registration points were added where the site then restored functionality.

Manufacturer narrative:
Patient identifier and age updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), three registrations attempts could not be completed on the navigation system. It was noted that the non-invasive patent tracker (nipt) was adjusted pm the 3d model in the application software. The fourth registration attempt was able to be performed on the navigation system and passed. Additional registration points were added on the tip of the nose, nasion and columella. The registration points added imprecision from the nasion and columella points, which were subsequently removed. The site then opted to continue with the procedure. Once navigating, a malleable suction was noted to be inaccurate though the straight suction being used was accurate in the application software. There was no observable metal interference in the navigation field when the issue occurred. A second malleable suction was opened and used temporarily as an additional imprecision was observed with the suction as well as the previously accurate straight suction. The anesthetist then noted a temperature probe along the patient's airway tube that had a potential coil, removing the probe did not restore precision. The side emitter being used than then repositioned, without resolution. A new registration was performed, however the issue at the beginning of the procedure persisted. Additional registration points were added where the site then restored functionality.